Manufacturer narrative:
The device powered up properly after battery installation. No missing segments or partial display noted. The device passed the self test and displacement test. The device was monitored and no missing segments or partial display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was so dim that they were unable to read. Customer's blood glucose level was 165 mg/dl. Customer also stated that the display was solid white. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.